Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired in the last year. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Customer returned the device for evaluation and repair of an image guide insertion tube buckling issue. There is no harm to any patient. Upon evaluation of the returned device, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Other observations for the device: due to a crack on distal end rubber coating (a-rubber), insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of a-rubber has a crack, a chip, and white-clouded area; adhesive around objective lens is peeled; adhesive around light guide lens has white-clouded area; distal end cover (c-cover) has a burn; due to damage on charge couple device (ccd), image has white dots; switch (sw) sw2 has wear; scope connector has a crack; and sw1 and sw2 have a scratch. The user¿s complaint of buckling was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. It is not known if there is a possibility that the device with the presence of foreign material is used in a procedure. The foreign material found in the device can be the towel fiber. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: it is not known if there were any abnormalities in the accessories used for reprocessing. It is not known if the air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum mar 27, 2023: the customer reported buckling of image guide (ig) tube event occurred during reprocessing. There is no patient involvement. The device was inspected prior to use in the procedure prior with no anomalies noted. That procedure was completed without any delay. No other details of the procedure are known, including if the same device was used for completion or any additional anesthesia was provided to the patient.